Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot# 73c1900442 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during a low anterior resection the second or third clip and after they were loaded in closed condition and some fell from applier. Therefore, the device was replaced with a new one. All the fallen clips were retrieved; no clip remained in the patient.